Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed 3/20/2019. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found to be within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 3/1/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. Concomitant products: st. Jude medical brk 71 cm transseptal needle (model# unknown, lot#unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, after a double transseptal puncture and mapping the veins, pericardial effusion was confirmed by ultrasound. Protamine was given immediately, and the catheters were pulled out. The effusion was observed for 45 minutes and it was determined that a pericardiocentesis was required. Pericardial drainage was performed to remove an unspecified amount of fluid from the pericardium. It is unknown if extended hospitalization was required. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it possibly occurred during transseptal puncture. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk 71 cm transseptal needle. There was no evidence of steam pop during the procedure. Default irrigation settings were used. The force visualization features used included graph, dashboard, vector and visitag. All parameters for stability were on in the visitag module except for impedance drop. No additional filter was used with the visitag module. The color option time was used prospectively. There is not enough information to determine if the issue occurred during the transseptal puncture. In addition, the issue was noticed during the ablation with the use of a bwi stsf catheter. Therefore, this event will be reported under this product.